Event description:
N/a

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit is having a battery failure issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse reseated all circuit boards, which seemed to have corrected the problem and as a precautionary measure, replaced battery pack, li-ion x 2 battery packs., and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6) hospital.